Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could be related to use error of the device for biliary-related procedures. [Per IFU] the drainage catheter is not to be used within the biliary system. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a drainage tube removal procedure, the biliary drainage tube detached within the patient biliary system. An attempt to retrieve the foreign body from the patient was not made. The account believes that the detached piece will naturally pass through the patient's gi track and will be naturally discharged. No patient injury to report.